Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 414.832, lot 21p4836: manufacturing site: grenchen. Release to warehouse date: october 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: an x-ray review was completed: several broken screws could be confirmed from provided x-ray. H3, h6: a product investigation was completed: the returned implants present only minimal wear consistent with the device use; no signs of damage identified. This complaint was entered to capture a post-operative event (infection). No product related issues that could have contributed to this clinical finding were identified. Condition of the returned device prevents failure analysis of the reported allegation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: ktt; hrs. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2020 due to infection and broken screws in the locking compression plate (lcp) distal femoral plate. Patient was originally treated for a femoral fracture on an unknown date. This report is for one (1) 4.5mm ti cortex screw self-tapping 32mm. This is report 7 of 7 for (B)(4). Additional devices are reported under linked complaint (B)(4).